Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, no abnormalities were found and the pump ran within specification. Therefore, the root cause of the low pump flow was mostly likely patient condition related, as the physician stated that it could have been, due to poor atrial and ventricular function. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the pump had low flows which prompted explant and a planned escalation of support to the 5.5. There was no reported harm or injury to the patient.